Event description:
Patient was undergoing embolization procedure for a splenic aneurysm using penumbra ruby coils. Half of the first coil placed was inserted into the aneurysm, but resistance was encountered while pushing. The physician decided to retract the coil and attempt to reposition. Resistance was felt again in the same location. The coil was then completely removed from the patient. After withdrawing the coil from the patient a small piece of clot was noted along the pusher wire. The physician suspected because the patient was not heparinized that maybe there was a clot barrier when introducing the first coil.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00411. Hospital discarded of device.